Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with diffuse lamellar keratitis (dlk) in the left eye, at the one day postoperative visit. The patient reported discomfort. The topical steroid drops were increased. The event resolved with the treatment. No further information is expected.

Manufacturer narrative:
Evaluation summary: the sample is not expected to be returned for evaluation. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Technical root cause could not be determined. The contributing factors could be sterilization of instruments, surgical techniques, pre and post-operative medications. (B)(4).